Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. After review, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient received a high drain 101 (night drain cycle one) alarm on the home choice device. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred during drain one of peritoneal dialysis therapy. The total fill volume equaled 9200ml, the total drain volume equaled 13923ml, the cycle one ultrafiltration equaled 3456ml, and the largest prescribed fill volume equaled 2300ml. Troubleshooting was able to determine the home patient performs a last fill of 2300ml and the initial drain volume alarm is set to zero. The technical service representative explained the alarm and advised the home patient to contact their peritoneal dialysis registered nurse regarding the initial drain volume alarm. It is unknown how the home patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.